Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. During the evaluation of the device by a manufacturer's service technician observed a "service required" code that was found in the ventilator's downloaded error log. The manufacturer's service technician evaluated and determined the device flow sensor had failed. The manufacturer's service technician replaced the device's flow sensor to address the issue. Additional findings not related to the malfunction/issue was a low oxygen was confirmed on the device. The manufacturer's service technician replaced the device's muffler to address the issue.